Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one-day post implant procedure, the patient experienced mid-sternal chest pain. Chest x-ray appeared normal. Device interrogation revealed slight decrease in the right ventricular lead impedance and an increase in capture thresholds. Physician suspected micro-perforation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.